Event description:
Patient reported the aligners not fitting and have chipped a tooth. Requested additional information and photos.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.